Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture, "silicone residues in the lymph," and "worried about this." The device remains implanted.

Manufacturer narrative:
The events of silicone migration and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: ¿poorly delineated, hyperechoic lymph node is visible in the right axillary region, consistent with silicone depositions¿, ¿silicone deposits in the right axillary glands¿, ¿in the right axillary area, a pathologically enlarged lymph node in which no obvious silicone material is present¿, ¿in the right parasternal area, we observe an enlarged lymph node in which silicone is most likely present¿, and ¿axillary enlarged lymph node on the right with "snowstorm" appearance (silicone deposition)¿.

Event description:
Further reported was ¿poorly delineated, hyperechoic lymph node is visible in the right axillary region, consistent with silicone depositions¿, ¿silicone deposits in the right axillary glands¿, ¿in the right axillary area, a pathologically enlarged lymph node in which no obvious silicone material is present¿, ¿in the right parasternal area, we observe an enlarged lymph node in which silicone is most likely present¿, and ¿axillary enlarged lymph node on the right with "snowstorm" appearance (silicone deposition)¿. The device was reported to be intact upon removal. The device has been explanted.